Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The complaint for thrombus formation (device) - post procedure was confirmed with other empirical evidence. Based on the device history record (DHR) review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Per tvarc, halt or rlm are well-known complications of transcatheter aortic valve replacement that is also likely to affect transcatheter tricuspid valve replacement due to lower pressures across the tricuspid. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Nevertheless, a definitive root cause cannot be established. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.

Event description:
As reported by the edwards lifesciences affiliate in netherlands, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Approximately on pod 7 a valve thrombosis was confirmed by CT scan. The patient had a known atrial septal defect (asd) with a small left to right shunt and was receiving dabigatran 150 mg twice daily before and after the procedure. The evoque valve implantation was successful, and the patient was discharged in good condition with a gradient of 1 mmhg and continued treatment with a non-vitamin k oral anticoagulant (noac). Approximately on postoperative day (pod) 7, the patient was readmitted with dyspnea and low oxygen saturation. A computed tomography (CT) scan showed thrombus on all three evoque leaflets, with an average gradient of 5 mmhg. Due to the thrombi, the asd had showed significant right to left shunt, resulting in further desaturation. Following the diagnosis of hypoattenuated leaflet thickening (halt), dabigatran was discontinued and low molecular weight heparin (lmwh) was initiated as a bridge to starting a vitamin k antagonist (vka). Before vka therapy began, alteplase was administered due to worsening clinical status. A total of 50 mg of alteplase was given as low dose infusions (25 mg over 6 hours twice). Initial improvement in oxygen saturation was observed, so no additional doses were administered. A few hours later, the patient experienced a hemorrhagic stroke, which prevented further therapy. On pod 8, the patient passed away.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.